Manufacturer narrative:
2939301-2015-45903 during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity and moderate calcification. A 2.75x28 mm xience v rx stent delivery system (sds) was advanced toward the target lesion. The stent was implanted and a dissection was noted. Another xience v stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.